Event description:
Unit failed to cut tissue. It pushed tissue instead. (There will be 2 ea endostaplers because they both have same lot #'s and do not know which one caused the problem, so both will go back to the company).